Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that patient data was not flowing correctly after the station update. The technical support specialist (tss) received the daily password, logged into the application server, launched pes, and checked device settings. Both stations were confirmed as tagged to area 2e instead of area 2w. The customer was notified via email, and the case was marked complete. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had patient data not crossed over station after station upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, medical device catalog, medical device model and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had patient data not crossed over station after station upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.